Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Device was received having reached end of service (eos). Device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and the reported event of premature battery depletion.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker had depleted prematurely. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.